Event description:
According to the facility, while pulling contrast from the contrast bottle, air was observed within the line.

Manufacturer narrative:
According to the facility, while pulling contrast from the contrast bottle, air was observed within the line. The presence of air in the line required staff to be extra cautious due to patient safety concerns, which slowed down the case. There was no report of air entering the patient as a result of the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.